Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose was 105 mg/dl. The customer will continue to use the current pump. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery not holding a charge was verified, however the alleged battery hot to the touch issue could not be verified. The information will be used for tracking and trending purposes.